Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the blower assembly to address the reported issue. The motor controller board was not replaced. Failure analysis on the returned blower assembly shows all testing passed. The reported high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.